Event description:
It was reported that this inflatable penile prosthesis was revised. The pump and the tubing were repositioned deeper in the tissue as it was bothering the patient. No patient complications were reported.